Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. It was reported that the rad/gain calibrations on the system were overdue. Following calibration, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a procedure, the image acquisitions were grainier than intended. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date has been updated with the correct information.